Manufacturer narrative:
Device evaluation completed on 6/22/2019: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the right side deflated, and bilaterally issue with ptosis grade ii after implantation. During surgery doctor found an "issue" with right side valve indicating possible deflation. As a result patient underwent bilateral removal and replacement and mastopexy as follow: left replaced with allergen 560cc, serial number (B)(4), and right side replaced with serial number (B)(4) on (B)(6) 2019. This report is for the left side.